Event description:
It was reported that this was a closure of a calcified left common femoral artery using six proglide devices after an interventional endovascular abdominal aortic aneurysm repair procedure with an 8f sheath. Prior to the procedure a femoral angiogram and ultrasound were taken and no calcification was observed at the site. Reportedly, a cuff miss [suture retrieval issue] occurred with all six devices. A cut-down was performed and calcification was noted at the access site. The physician performed an endarterectomy and hemostasis was achieved via manual suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional perclose proglide devices referenced in b5 are filed under separate medwatch report numbers.